Manufacturer narrative:
(B)(4). Additional information received: patient underwent standard right hemicolectomy using tlc75 ethicon stapling device. Patient became unwell and returned to theatre on day 7 for laparotomy. The anterior staple line of the anastomosis was found to have leaked. Another consultant called into theatre to examine the pattern of leak as this was unusual. Anastomosis including leaked area resected and sent for histology.

Event description:
It was reported that there was leakage from patient related to device. It is unknown if this occurred during the procedure or post-op or how the procedure was completed. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Batch # m54w4k. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the leakage occur intra-op? Did the leakage occur post-op? How was the leak controlled? Did the post-operative care change based on the leak? Did the patient have an additional tests or procedures related to the leak (additional lab work, re-operation, scoped)? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? What is the current status of the patient? The analysis results found that the tlc75 instrument was received sterile and in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received unfired and with the swing tab in the unlocked position. The instrument was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.